Event description:
Customer reported when the alarm is in use with the sensor, the led is flashing but the alarm does not sound when the patient's weight is lifted from the sensor. The customer has tested the sensor with a known working alarm and the sensor functions properly. Customer discovered issue during set-up but did not provide a date when found. No patient incident or injury was reported.

Manufacturer narrative:
H3: product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).